Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and discovered the reported complaint. The mechanical over pressure valve was replaced, and the unit was returned to service.

Event description:
A ge healthcare service representative reported sustained patient airway pressure and not relieving pressure during drive pressure limit test. There was no report of patient involvement.